Event description:
It was reported that occlusion alarms occurred. A supply change was performed resolving the occlusion. A system check was performed by tandem technical support (cts) and the customer is using cold insulin. Cts informed the customer that cold insulin was off label per the tandem user guide. There was no adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.